Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025 the blockage was in the tubing. The blood glucose level was 474 mg/dl and the patient was treated with correction bolus. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Per revision 21 of procedure (B)(4), a child investigation is not required to document the device history record (DHR) review for a type 2 reportable complaint. However, the child was created to allow the parent record to advance to review and summary. Since it was created, the device history record (DHR) review was documented within the child. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 5413178, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 5413178 was manufactured according to the work instruction (wi) version 73 and packaging in the machine multivac 12 on 23-jan-2023, with a total of (B)(4) units. The sub-assembly, assembly of quick set of the lot 5414421 was manufactured according to the wi version 25 and manufactured in the line assembly of quick set, on 19-jan-2023, with a total of (B)(4) units. The sub-assembly, assembly of quick set of the lot 5414422 was manufactured according to the wi version 25 and manufactured in the line assembly of quick set, on 23-jan-2023, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 5411012 was manufactured according to the wi version 37 and manufactured in the machine 04-05-08, on 07-jan-2023, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 5414417 was manufactured according to the wi version 37 and manufactured in the machine 04-05-08, on 21-jan-2023, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: no non-conformance (nc) raised during production related to complaint code; no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Extended inspection is not related with the claimed malfunction therefore, this issue will be monitored through the post market surveillance activities.